Event description:
Information recieved related to a trial conducted outside of the u.s. Stating that re-ptca was peformed, most likely due to restenosis and the date of implant is unknown. Ptca is medical intervention in order to prevent permanent impairment/damage.